Event description:
It was reported that a physician performed a prostiva treatment on a patient. Throughout the treatment the patient was stable and showed no signs of stress. Approximately 24 hours post treatment, the patient went to his local ER complaining of severe back pain. During his work up from ER medicine, nuclear medicine and nephrology it was discovered that he had acute tubular necrosis and the left kidney was no longer functioning.

Event description:
It was reported that a physician performed a prostiva treatment on a patient. Throughout the treatment the patient was stable and showed no signs of stress. Approximately 24 hours post treatment, the patient went to his local ER complaining of severe back pain. During his work up from ER medicine, nuclear medicine and nephrology it was discovered that he had acute tubular necrosis and the left kidney was no longer functioning.

Manufacturer narrative:
In addition to the handpiece, the prostiva rf generator is used to deliver the rf therapy. Although the original handpiece was not available for evaluation, the physician requested that the rf generator be evaluated to determine if it functioned properly. The generator was evaluated and found to be functioning properly.